Event description:
Inner cath of micropuncture set separated, leaving half in the pt. Cath snared and removed. Large left neck tumor (metastatic stage 4 ca w/lung) that had persistent bleeding-oozing. Had 2 prior embolizations of carotid artery, was stable then oozing again. Needed to sacrifice the left vertebral artery. During the right groin puncture, the micropuncture "got caught up in right groin and sheared off 4 inches of catheter. Distal end still in vessel, left groin accessed, gooseneck used to snare wire and catheter at the arteriotomy site".